Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, broken belt clip slot and cracked case near the display window corners. The device did power up properly after battery insertion. The unit passed the displacement, basic occlusion, occlusion, prime test, excessive no delivery and occlusion tests.

Event description:
Customer reported every time she puts a battery in her insulin pump, it either doesn't turn on or it turns on after two to four minutes. Customer received a new battery cap, but now her blood glucose is higher. She stated, she is in the high 200s and 300s mg/dl. Customer stated, she cannot be that high because, she is pregnant. Customer's current blood glucose is 284 mg/dl. Customer declined troubleshooting and asked for a replacement insulin pump. Nothing further reported.